Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that per the mitraclip system g4 instructions for use (IFU), it instructs to remove the lock line first before detaching the delivery catheter shaft. In this case, it was reported that the delivery catheter shaft was detached without removing the lock line which is a deviation from instruction for use (IFU). The investigation determined the reported expulsion (complete clip detachment/ccd) appears to be related to the failure to follow instructions and patient morphology/pathology. The tissue injury appears to be related to the expulsion of the clip. Tissue injury is listed in the mitraclip IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the clip detaching from both leaflets requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed at a2p2. During deployment after retracting the delivery catheter (dc) handle, it was noted the lock line was not removed and the clip detached from both leaflets. The clip was in the left atrium (la) still attached to the lock line. The anterior leaflet was noted to be damaged. A second transseptal puncture was made and a snare device was advanced to keep the detached clip in place. The procedure was continued and two clips were implanted, reducing mr to 2. A second snare was then advanced to retrieve the clip and remove it successfully. Per the physician, the clip detachment was due to the short posterior leaflet and the lock line not removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.